Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, it was discovered that the trunk cable connector was broken. The root cause of the defective broken connector cannot be positively identified, bu was likely a result of excessive force. No adverse event resulted form the broken connector. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a broken trunk cable connector. The last pt to use this belt did not report any deficiencies.